Manufacturer narrative:
Additional information: b5, e1 corrected data: b3, b5 (area of concern), d4 (serial #), e1, g1.

Event description:
Allergan aesthetics received a report of a patient treated with cool sculpting to the right upper abdomen on (B)(6) 2023 using the cool advantage applicator and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on (B)(6) 2023 by a medical professional.

Event description:
A treatment provider reported to allergan aesthetics that a patient received a coolsculpting treatment to the upper and lower abdomen using a cooladvantage coolcore applicator and presented with paradoxical adipose hyperplasia (pah/ph) post treatment.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6). This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.